Manufacturer narrative:
The tech found a broken screw in the head and foot hex rod. He replaced both head/foot hex rods and replaced both foot end casters to repair the stretcher.

Event description:
Info received indicates the stretcher still rolls after the brake/steer pedal has been placed into the brake position.